Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the lack of audio on the pump during testing. The eval found that the backflex was not secure in the j6 connector which caused the no audio. The backflex was secured properly and evaluation tested the pump on all audio levels, with the volume working as designed.

Event description:
It was reported that a spectrum pump had no audio. It was also reported that there was no pt injury.